Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise which inhibited pacing during an in-clinic visit. On (B)(6) 2017, the lead was successfully capped and replaced. The patient tolerated the procedure well and was in stable condition post surgery.